Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.